Event description:
Device malfunction: none, symptoms/ ae: stroke. Time of symptoms/ae: after the procedure, it was reported that one day post uneventful right internal carotid artery stenting procedure, the pt suffered a stroke with left sided weakness. The pt was treated with heparin. The pt was discharged to home in 2006, 8 days post onset with 2/3rds of her strength regained. There is no add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.